Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements higher than expected. The patient was reported to be treated for exit block; and the pacing impedance remains within normal range. The rv lead was successfully explanted. No additional adverse patient effects were reported. The lead was disposed by the hospital and it is not expected to return for analysis.